Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not detecting the pads when attatched. The AED was requested to be returned so they may be evaluated and tested. To date the AED has not been returned and the root cause is not known.

Event description:
An international distributor reported a customer's pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED log files identified "no pads" alerts started on (B)(6) 2025. The device was returned for further evaluation. Investigation revealed a connection issue associated with the hall sensor, which contributed to the "no pads" warnings. During the investigation, the AED underwent functional testing, including shock testing, and the unit operated as designed.